Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date ¿ ni. Manufacture date ¿ ni.

Event description:
During a procedure, the anchor was found disassembled from the inserter. Another anchor was used to complete the procedure with no delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Customer reported three complaints of the same device issue at the same time and only two were returned. However, a lot was not able to be determined for the two returned devices so it is not clear which device belongs with this medwatch and complaint. Please see reports 0001825034-2016-04668 and 0001825034-2016-04669. Complaint sample was evaluated and the reported event was not confirmed. Inspection of the device showed that the first device was observed to have the anchor disassembled from the tip of the inserter. However, the suture was also observed to be disassembled from the luer cap. Further, the two needles were not embedded in the foam insert and this foam insert was not returned with the device. The anchor was observed to be intact with no fraying noted. The second device was observed to have the anchor seated on the inserter tip as it should be. However, the suture was observed to be disassembled from the luer cap and is entangled around the shaft of the inserter. The needles were found to be embedded in the foam inserter but the foam insert has been removed from the inserter handle. The anchor was observed to be intact with no fraying noted. DHR could not be reviewed as lot number is unknown; however review of inspection criteria, indicates that the devices were likely released from zimmer biomet control conforming . Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.